Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. Sheath was inserted with no issues. The physician noticed air on aspiration once sheath was inserted and air bubbles observed when aspirating from side port. Thus, the sheath was replaced and transseptal puncture was performed. No patient complications occurred. The device is expected to be returned for analysis. The stopcock valve was opened with syringe attached to aspirate.

Manufacturer narrative:
The sheath and dilator have been received for analysis. Upon receipt at our post market quality assurance laboratory, the sheath was visually inspected and noted to have a tear on its valve. Sheath valve observed to be torn. Next, the device failed the air leakage test; no air leakage observed when testing without anything in sheath or when stationary catheter inserted, although leakage observed when moving catheter slightly. Finally, no damage or sharp edges were noted on dilator. No issues with flushing were noted during investigation. The reported allegations are confirmed based on testing of the returned product. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution was selected for use. Sheath was inserted with no issues. The physician noticed air on aspiration once sheath was inserted and air bubbles observed when aspirating from side port. Thus, the sheath was replaced and transseptal puncture was performed. No patient complications occurred. The device is expected to be returned for analysis. The stopcock valve was opened with syringe attached to aspirate.